Manufacturer narrative:
The sample was not available for evaluation. The complaint was confirmed for a potential hematoma postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been the patient not following the recommended postoperative guidance resulting in an issue postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that on (B)(6), the angio-seal device was used for hemostasis after transcatheter aortic valve implantation (tavi). On (B)(6), the patient complained of pain at the puncture site. Upon examination, a hematoma was observed at the puncture site. The patient was not in critical condition and was under observation. No blood loss was reported. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 5 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 6 mm. The patient had a history of heart valve /pacemaker/ICD. No surgical or non-surgical intervention was required due to the event. No computerized tomography (CT) or ultrasound was performed to diagnose the bleed. The patient was stable. No equipment or other devices were used with the angio-seal.